Event description:
Tap-it was reported that 548 days after implantation of three taxus express2 drug eluting stents, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 100% was reported. After balloon dilation, 2.50x24mm taxus stent was deployed in the distal section of the lesion. Subsequently, a 2.50x24mm taxus stent and a 2.75x16mm taxus stent was deployed proximally with the distal most 2.50x24mm taxus stent. All three stents were post-dilated. A post-intervention stenosis of 0% was reported. The patient received plavix and aspirin after the procedure. No information concerinign vessel calcification or tortuosity was reported. The vessel was reported to be "mildly" calcified with no tortuosity.patient complications were reported as "none" and patient status was reported as "satsifactory/good". The patient presented 548 days after the initial procedure with an in-stent restenosis in the distal-most 2.50x24mm taxus stent. A pre-preintervention restenosis of 80% was reported. After treatment with a cutting balloon, a 2.75x13mm cypher drug eluting stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. Patient status was reported as "fine".